Event description:
A customer reported obtaining imprecise sequential readings on their meter. The customer reported that they obtained readings of 3.6 mmol/l and 16.3 mmol/l within a 10-minute timeframe. When plotted on a parkes error grid, the results fell in the "c" zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment associated with this case. The customer stated they are not willing to return the meter for investigation.

Manufacturer narrative:
(B) (4). This is the final report, as the customer stated they do not wish to return the meter for investigation.